Event description:
It was reported that the patient had scabs near the burr hole cover incision site that will not heal. The physician confirmed that the incision is not infected. The patient will do hyperbaric oxygen treatments to promote healing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7101710.